Manufacturer narrative:
The investigation into the automated impella controller (aic) purge issue-other has been completed. Console logs from the reported day of event are mostly consistent with complaint and showed alarms, opm comm crc invalid and ambient pressure out of range, occurred. There were no purge system failure alarms. There were some purge-related alarms. After the purge cassette was replaced, these alarms did not re-occur. The reported controller error alarms were confirmed in rt logs and identified as a known pattern failure caused by a temporary loss of optical placement signal. Abiomed is aware of the issue, and is working on appropriate corrective action. There¿s no need for repairs if the condition self-corrects. This is a low probability event and lasts only a few minutes. If needed, monitor patient hemodynamics and impella position with imaging. Purge-related alarms did not re-occur after purge cassette swap. It is reasonable to assume that purge cassette might have been defective. However, the alarms might have been use-related (luers not secured, purge line kinks, etc). The purge cassette has not been returned for analysis. Console inspection revealed evidence of contamination (purge fluid spill) in the purge insert area, which might support theory of purge cassette or purge tubing leak. However without the purge to analyze, there is no evidence linking any leaked purge fluid to a specific purge cassette. During testing, the console operated within specification. The cause of the issue was not determined since the issue was not reproduced.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) generated a controller error. There was no patient involvement during this event.